Manufacturer narrative:
Calibration data was acceptable. Quality controls showed no issues. Upon review of the alarm trace, some single alarms related to sample pipetting were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). The customer changed the vitamin d reagent pack and no further issues occurred. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with elecsys vitamin d total iii on a cobas 8000 e 801 analyzer. Samples were repeated on a second analyzer and results were discrepant. Examples are provided for six patient samples. All six patient samples initially resulted in vitamin d values of greater than 120 ng/ml. The following vitamin d repeat values were provided: sample 1 = 26.7 ng/ml. Sample 2 = 11 ng/ml. Sample 3 = 46.11 ng/ml. Sample 4 = 46.9 ng/ml. Sample 5 = 36.4 ng/ml. Sample 6 = 27.7 ng/ml.